Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. The patient experienced skin reaction which occurred 4 days after the sensor had been inserted in the arm. The patient experienced burning, inflammation, pimples, infection, and aching extended beyond the patch perimeter. The patient had infection, burning sensation, and a skin knot. Although the patient was treated with a prescription oral antibiotic obtained at an emergency room (ER) visit on (B)(6)2024, they did not remember the name of the medication. After treatment they recovered. There was no documentation of further medical evaluation or intervention. No photo was provided for review. No other details were documented. At the time of contact, it was indicated that the patient infection was cleared. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code: e2010 (needle stick/puncture) h6 codes: health effect - clinical code: e1722 - subcutaneous nodule